Manufacturer narrative:
The explanted products will not be returned for eval.

Event description:
Shortly after an implant procedure, the pt reported pain in her back and decreased motor function in her lower extremities. The pt was admitted to the hospital. The surgeon decided to explant the system.